Event description:
It was reported that during a generator change out procedure, insulation damage was noted on the atrial lead. The lead was repaired and remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).